Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified circumflex (cx) coronary artery. On (B)(6) 2017 the patient was admitted for elective cardiac catherization. A stent was deployed in the cx. During removal, there was minimal resistance felt, when a 014 extra whisper support guide wire broke off at the distal portion within the left main and cx. Patient was admitted to emergency surgery to retrieve the guide wire. The patient experienced a pulseless electrical activity (pea) cardiac arrest while still in the catherization lab. Patient was intubated and cardiopulmonary resuscitation (CPR) was performed. CPR continued through surgery, including cardiac massage until the patient was placed on a bypass pump. Coronary artery bypass grafting (CABG) was performed. Patient presented with hypovolemic and anemia afterwards noting a hemorrhage in the right groin due to loss of the arterial sheath. Blood was transfused and fresh and frozen plasma (ffp) was provided. There was initial difficulty with oxygenation, but gradually improved. Cardiogenic and hemorrhagic shock was experienced. Patient then developed acute kidney injury(aki) and acute tubular necrosis (atn) in setting of hyperperfusion and severe metabolic acidosis. Patient was on multiple vasopressors with escalating dosages. Acute respiratory distress syndrome (ards) was experienced needing high positive end-expiratory pressure (peep) and fractional inspired oxygen (fio2). On (B)(6) 2017, the patient died. Physician concludes cause of death to be from hypovelemic/cardiogenic shock. An autopsy was not performed. No additional information was provided.